Event description:
Allegedly the pt. Dislocated (B)(6) 2012. The cup and head disassembled when the doctor performed closed reduction on (B)(6) 2012. The doctor asks how much force it takes for the cup and head to disassemble. The c-ring had been seated in the cup when the isolation occurred.

Manufacturer narrative:
The complaint was reviewed and analysis shows no trend for item/lot. The package insert was also reviewed and photographic images were made. This event occurred in (B)(6). This is the same event as 1043534-2012-00804.